Event description:
It was reported that the patient experienced hypotension and chest pain. After a pulse field ablation (pfa) procedure using a farawave nav catheter the patient experienced hypotension and intermittent chest pain. The patient was hospitalized for longer than 24 hours, though it is unknown if any medical intervention was performed. The current condition of the patient is unknown. It was further reported that the patient received 500ml normal saline, oxycodone, acetaminophen, ketorolac, and hydromorphone. Upon last check the patient denied having chest pain, shortness of breath, or discomfort.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were made, but the lot number of the device was unavailable. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block e1 initial reporter last name.

Manufacturer narrative:
Good faith efforts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced hypotension and chest pain. After a pulse field ablation (pfa) procedure using a farawave nav catheter the patient experienced hypotension and intermittent chest pain. The patient was hospitalized for longer than 24 hours, though it is unknown if any medical intervention was performed. The current condition of the patient is unknown.